Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a black rubbery substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and based on the reported information, it could not be determined if the facility device cleaning/reprocessing was implemented in accordance with the device IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign debris protruding from the air/water nozzle that appeared to be black rubber in the mouth of the channel. There were no reports of patient involvement.